Event description:
It was reported that noise was observed on the rv lead. Increasing lead impedance was also noted. The lead was capped and replaced on (B)(6)2017. The patient was stable before, during and after the procedure.